Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration and subsequent debridement are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was re-applied on (B)(6) 2018 and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system until (B)(6) 2018 as "goal of therapy met." The device passed quality control checks and met specifications prior and post patient placement. Device labeling, available in print and online, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: make sure the display screen reads therapy on. If not, press the therapy on/off button. Confirm the clamps are open and the tubing is not kinked. Identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Note: if the wound is over a bony prominence or in an area where weight bearing may exert additional pressure or stress to the underlying tissues, a pressure-relief surface or device should be used to optimize patient off-loading. Changes in wound color: if the wound appears white, excessively moist or macerated: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours. Find out why there is a therapy deficit and remedy the situation. The exudate volume should experience a gradual decrease as the extracellular debris is brought to equilibrium. Persistent large volumes of exudate may signal an infection or other complications and should be evaluated by the prescribing clinician. Determined in occult infection is present. Increase pressure settings by 25 mmhg increments if drainage increases. Determine if there is a positional seal leak, which may be preventing effective exudate removal. Evaluate dressing technique assess for the need to bridge sensat.r.a.c¿ pad away from the wound. Protect the surrounding tissue with v.a.c.® drape or a hydrocolloid. Isolate wound drainage from periwound skin. Determine inf patient is adequately off-loading or if there is a potential for external pressure on the wound / dressing, which may cause the wound exudate to be forced onto the periwound skin. Clinical considerations: note: multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities, or load-bearing areas.

Event description:
On (B)(6) 2018, the following information was provided to kci by the patient's spouse: the patient was placed on an alternate dressing allegedly due to maceration. On 04-may-2018, the following information was provided to kci by the patient's spouse: the physician will allegedly perform a debridement of patient's wound prior to resuming the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The date of the procedure is pending. V.a.c.® therapy is on hold till (B)(6) 2018. On 09-may-2018, the following information was provided to kci by the patient's spouse: v.a.c.® therapy was reapplied on (B)(6) 2018 after surgical debridement. On 11-may-2018, the following information was provided to kci by the wound care clinic: the patient's wound underwent sharp debridement on (B)(6) 2018 and again on (B)(6) 2018. Per records provided on 17-may-2018: on (B)(6) 2018, the physician observed the patient and noted on under "hpi" [history of present illness] on (B)(6) 2018, the patient underwent a wound debridement. Per records provided on 13-jul-2018: on (B)(6) 2018, the physician noted the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on (B)(6) 2018 as "goal of therapy met." On 22-mar-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 10-may-2018, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.